Manufacturer narrative:
Continuation of d10: product ID: a810, (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the healthcare provider (hcp) stated that the patient came in for a refill today and they expected to get 3.4ml back and they got 6ml back. At the refill they got three error codes: 529, 188 and 333. The manufacturer's technical services specialist (tss) explained that 529 was an expected error code upon first interrogation with new software and any pump that has had a motor stall within its lifespan. The hcp confirmed patient had had an MRI within the last six years. Tss discussed 188 and 333 and confirmed that the hcp was seeing these pending settings alarms after completing an update and trying to view reports. The hcp was worried that settings were pending and changes had not been made. Tss had the hcp reinterrogate pump and view report. The hcp was able to confirm applicable updates (e.g. Reservoir volume) had been updated. Tss explained 188 and 333 should not have occurred and will report these as that reflected an issue with new software not pump.